Manufacturer narrative:
(B)(4) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. As the customer changed the supplies on the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. After resuming delivery, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Upon reviewing the history, tandem's technical support was able to verify a single cartridge alarm. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully. In addition, during a follow up call on (B)(6) 2016, it was reported the customer had not experienced any other occlusion or cartridge alarms.